Event description:
It was reported that this system, with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, exhibited under sensing of a ventricular arrhythmia where anti-tachycardia pacing therapy was delivered, nonetheless, arrhythmia continued. The patient required external rescue intervention but was already at the hospital for a different medical issue at the time. Technical services confirmed the under sensing and noted that the device was already programmed to its most sensitive setting. They also observed that the rv electrogram resembled noise, raising concern for potential oversensing. No additional adverse patient effects were reported. This system remains in service.